Event description:
Event description guidant received information that the patient with this pacemaker experienced synopal episodes. The caller commented that she could not sleep due to the thoroughness performed with her family members device during the last follow-up visit. The caller commented that she trusts the guidant representatives more than the physician.

Event description:
Boston scientific received information that the patient with this pacemaker experienced syncopal episodes. The caller commented that she could not sleep due to the thoroughness performed with her family members device during the last follow-up visit. The caller commented that she trusts the boston scientific representatives more than the physician. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed various patient related issues and device features. The consultant stated a boston scientific representative could be called per the physician's request for follow-up visits, or if the patient presents emergently in the urgent care or emergency room. The device remains implanted. No additional information is available at this time. If additional information becomes available, the event will be updated.